Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-nov-2020 / serial#:(B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 14-may-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a short asystole was observed after cutting the tether. Operator decides to replace the leadless ipg but could not approach the delivery system to the ipg. High thresholds were also observed. Leadless ipg remains implanted. No further patient complications have been reported as a result of this event.